Event description:
Pt reported the infusion device turns itself off from time to time. Pt stated the infusion device does this without giving any kind of error message. Pt reported when he wants to do a check up, he realizes the infusion device is not working. Pt stated he also noticed during the time he has had the infusion device, it eats up batteries. Pt reported he sometimes has to change batteries 2 times per week. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.